Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were slits on the balloon. Per sample evaluation, the sample 365716 was received on (B)(6) 2019 there were slits on the balloon. Additional information requested.

Event description:
It was reported that there were slits on the balloon. Per sample evaluation, the sample 365716 was received on (B)(6) 2019 there were slits on the balloon. Per clarification on (B)(6) 2020 received from investigators, the balloon was not split, but it had burst.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Based on the evaluation, it was noted that the sac burst along the lumen. No pieces of the sac were missing. The burst location was observed at along the inflation eye and but it is unknown what could cause the burst balloon. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."